Manufacturer narrative:
B3: unknown; no information has been provided to date. E1: address line 2 (B)(6). H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Review of the event history logs was not applicable. Visual and functional tests were performed and found a damaged downstream occlusion (dso) seal, damaged battery compartment and a scratched lens. Functional testing was able to replicate the customer's problem. The cause of the initial reported problem was a damaged battery compartment. The investigation determined the dso seal was damaged. The dso seal, battery compartment and lens were replaced to fix the issue.

Event description:
It was initially reported that the device had a broken battery compartment. The device evaluation found a damaged downstream occlusion (dso) seal and a scratched lens. There was unknown patient involvement and unknown patient harm/adverse event reported.